Event description:
Patient reported a left side breast cancer-not device related and a rupture on the left side. The rupture was identified via imaging and a left side exchange from textured to smooth implants due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201- biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a left side breast cancer-not device related and a rupture on the left side. The rupture was identified via imaging and a left side exchange from textured to smooth implants due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. Anxiety-product/procedure: unable to observe, as it is not related to the device. Cancer breast-ndr: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Device has been explanted.